Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of catheter defective/damaged was confirmed upon inspection of the sample. Analysis of the sample showed that a cut was present at the junction of the extension with the nearport valve. However, bd was unable to determine the root cause for the observed damages. Several attempts were made to try and replicate the observed damages during our manufacturing process, and all attempts failed to replicate the failure observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva nearport 20 g x 1.00 catheter was defective/damaged /leakage material#: unknown lot#: unknown it was reported by the customer that the distal extension disconnected/ cracked at connect to near port-- caused IV to be dc'ed and replaced due to fluid leaking from IV verbatim: nexiva near port 20 g x 1.00" distal extension disconnected/ cracked at connect to near port-- caused IV to be dc'ed and replaced due to fluid leaking from IV